Event description:
It was reported that a pump alarmed for a system error 105 during testing. There was no pt involvement or injury.

Manufacturer narrative:
(B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the eval is complete.